Event description:
It was reported that the doctor reported image losses on the center and left screen. It is unknown if this occurred during a case as repeated attempts at obtaining this information were unsuccessful. There was no report of patient injury or other adverse health consequence.